Event description:
During a trial implant procedure of the superior medial genicular and infrapatellar saphenous nerves, the commercial team member reported the patient experienced extreme discomfort as soon as the power index reached an appropriate level (17). The amplitude was immediately reduced to 0.1 ma. However, it still could not be tolerated. Ultimately, it was discovered that the b neurostimulator was only turning on with channel a programming. The patient tested the inferior device for a couple of days and then the superior device for a couple of days and reported pain relief. The trial device was pulled on the regularly scheduled date on (B)(6)2026.

Manufacturer narrative:
The trial - loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the procedure to confirm device placement, and no attempts to change the programs on the transmitter assembly have been ruled out.the neurostimulator associated with the complaint was returned for investigation. However, it has not yet been received at curonix hq. An investigation will be performed when the device is received. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause.rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.